Event description:
It was reported that the patient has constant clicking, walking with a limp, hip gets numb. He states that the hip does not feel the way it did after his surgery. Consulting surgeon has indicated the click is likely related to a tendon and suggests the numbness is related to his back.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.